Event description:
During surgery, it was found that a part of the outer blister package broke although the outer box had no problem. The implant was used.

Manufacturer narrative:
Summary of evaluation - the damaged blister is the consequence of a shock during shipping. This complaint should be investigated with the carrier as the validation of the packaging has shown that is can withstand very strong stress, in the present case these shocks were excessively high and does not correspond to normal transport conditions.